Event description:
The customer reported the instrument channel was not smooth when the biopsy forceps was inserted. The reported issue occurred during maintenance of the subject device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the suction cylinder. This report is being submitted for the malfunction found during evaluation (foreign material in suction cylinder).

Manufacturer narrative:
During inspection and testing, foreign material found in the suction cylinder was suspected to be due to insufficient cleaning of the device. The reported issue (instrument channel was not smooth) was not confirmed. In addition, service found the plastic distal end cover was scratched, the adhesive on the bending section cover was worn, and the bending angle in up direction was out of specification due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: a part of the endo therapy accessory/ cleaning accessory which was used by the user was broken due to mishandling and remained in the suction cylinder. A definitive root cause cannot be identified. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspect the following equipment as described in their respective instruction manuals. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: when inserting or withdrawing the endotherapy accessory, ensure that its distal end is closed or fully retracted into the sheath. The endotherapy accessory should be inserted slowly into or withdrawn from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel could be damaged and parts of it could fall out. Injury to the patient may result. Refer to their respective instruction manuals for operating the accessories. Be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. Olympus will continue to monitor the field performance of this device.